Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The field service engineer (fse) could not duplicate the reported problem and found that the customer could not identify a failure code and did not have a service manual. The fse recommended performing test 9, gas flow accuracy and provide the customer with rev. J of the service manual . This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported failing extended self-test (est) with pressure relief valve (prv) failure. No patient involvement.